Manufacturer narrative:
Patient information was unavailable from the site. No parts were received by the manufacturer. Event problem and evaluation: on 6-mar-2015, a medtronic representative went to the site to test the equipment. The rotor would stop spinning very suddenly during a spin. Found one of the radiologic technologist¿s dosimeter badges inside the gantry cable chain area. Removed the badge, ran a 3d spin, and it passed. The radiology manager was alerted about the cause of the reported issue. The user also reported difficulty driving the system; however, no problems were found when driving it around. The imaging system passed the system checkout and was found to be fully functional. This event was identified during a retrospective review as discussed with the FDA (B)(4) district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A site representative reported that when attempting to acquire a 3d spin during a spinal fusion procedure, a popping sound was heard and the imaging system shut off. When the system was removed from the operating room, another popping sound was heard while it was being driven down the hall. The surgeon opted to complete the procedure without the use of the imaging system. There was no impact on patient outcome. No further details were provided.